Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The complaint was not confirmed by failure analysis. The large hem-o-lok clip applier instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The clip test was performed twice with different orientations of the grip tips and passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was recognized but would not lock the clip. The procedure was aborted to another da vinci system. Intuitive surgical, inc. (Isi) contacted the initial reporter but no additional information was available.